Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Ees quality engineer completed an on-site analysis. Analysis is as follows: the device was in good visual condition. In addition, a fully fired cartridge reload was analyzed with the device. The cartridge reload batch numbers corresponds to the original reload shipped with the device. The cartridge reload was noted to be in good visual conditions. Additionally, a tyvek from an additional cartridge reload was inside the bag. The device was tested for functionality with an engineering sample cartridge reload and the device fired, forming all staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that there is a 100% inspection during manufacturing to ensure all staples are present inside each cartridge via automated vision system. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
A chloroprep pad was used to prepare a pt's left antecubital space for the placement of an IV. The nurse squeezed the device once to break the glass ampule and let gravity saturate the sponge. After cleansing the area with back and forth motions, the nurse noticed scratches or tiny slices on the pts arm that bled. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
(B)(4). Additional information: how was the tissue repaired? Oversewed the hole in 2 layers, with 3-0 vicryl pop-offs in an interrupted fashion with through and through bites, then oversewn with lembert sutures using 3-0 vicryl pop-offs. [Surgeon] indicated that when she fired the device for the first time, there were no staples. When stapler didn't work, she sutured and doesn't feel the stapler issue impacted the outcome. Patient has been in hospital for six weeks and had developed an ileo conduit and pus in the abdomen and was pretty sick. [Surgeon] advised that she did not believe the stapler incident impacted the patient's postoperative developments. Surgeon says the patient had a previous ileal-conduit and was very ill. Had been in hospital for six weeks. Tissue and abdomen had a lot of puss. Claims that stapler delivered no staples when attempting to staple appendix. Surgeon is experienced colorectal surgeon and very familiar with tl30. Used suture to complete case and does not feel that stapler altered case or outcome.